Event description:
Additional information received from the patient via the manufacturer representative reported that there was high impedance on electrodes 3-7. The patient had a loss of stimulation. An error message was seen when trying to increase stimulation. Some of the electrodes with high impedance were in use on the a and b groups while the c group used the 8-15 lead and wasn¿t having any issues. The patient had the a and b groups reprogrammed to use the 8-15 lead and was able to get foot coverage of their painful areas.

Manufacturer narrative:
Continuation of d10: product ID 97745, serial# (B)(6), product type: programmer. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B3: event date is year valid  medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient stated they were having trouble with their stimulator and the issue began a couple years ago. Patient stated they couldn't get anything to come up on the controller when trying to adjust their stimulation in group a or b. Patient also stated that yesterday they were in pain and couldn't feel the stimulation. Patient said they were not getting anything from group b even though it said it was on. Patient mentioned that they had to switch to group c and it worked for maybe a year on group b but now they were down to see and they were afraid that when it quits they will be in pain for a while if they don't get it taken care of now. Agent instructed patient to check for damage; no visible damage to controller compartment pins, li battery pack pins, recharger and controller port. Agent walked patient through resetting controller. Patient mentioned they were in a charge session; controller showed no device found. Controller showed 100 % and implant 80% recharging with excellent quality. Agent walked patient through adjusting stimulation in groups a, b, and c. Patient can't increase stimulation in groups a and b because they get settings not available and they can't feel stimulation. Patient was able to increase stimulation in group c and patient was able to feel stimulation. Agent reviewed with patient meaning of message and reviewed role of mdt rep. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue.